Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the healthcare provider (hcp) ordered a CT scan and found that the patient has one or more compression fractures. The hcp also explained the patient had some emotional issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported kyphoplasty was performed for the compression factures. The pain and compression fractures were partially resolved. It was mentioned the patient had a history of depression, anxiety, and dementia. No further complications were reported.

Manufacturer narrative:
Additional information indicated that there was not a serious injury that required intervention as a result of the device/therapy. Therefore, there is only a malfunction reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the compression fractures, depression, dementia, and anxiety were unrelated to the device therapy. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s managing hcp contacted the rep to tell them that the patient had burning at an unknown location during an MRI. It was unknown if the MRI was on (B)(6) 2017. The MRI was scheduled for (B)(6) 2017 but the patient had cancelled multiple MRI¿s in the past. The rep could not troubleshoot due to lack of access to the product. The rep contacted the patient¿s daughter who confirmed that the device was in MRI mode during the procedure. The patient had burning at their stimulator implant site during the MRI. The caller did not even think the MRI lasted one minute. They are going to try to find the MRI technician to have them call the rep to ask about the conditions. The rep noted that the burning has resolved but the patient is still in the emergency room (ER) in extreme pain. The patient¿s daughter told the rep that the patient has complained of extreme pain on and off for the last several weeks. No further complications were reported/are anticipated.